Event description:
It was reported that after the iab had been in place for several days, a routine position check was performed and the tip of the iab could not be located. During repositioning of the iab, high pressure and helium loss alarms were experienced. The iab was removed without any complications.